Event description:
It was reported that during the implant procedure, the pulse generators setscrew could not to be tightened. The device was not used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.